Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the brush head vibrated apart during brushing, the pin on the top of the brush got into his/her mouth; only the brush was broken after brushing for the first time. No injury was reported.